Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a ventricular lead warning. During interrogation, the unipolar impedance measured higher than the bipolar. It was also noted that there was muscle stimulation with unipolar pacing. The lead was capped and replaced. No patient complications were reported as a result of this event.